Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported cracked luer. Bag containing IV set given to cfn sales rep. No detailed or written report of pt event provided. No pt harm was reported and medical intervention was not required. No further pt/event info was reported.